Event description:
When practitoner was attempting to treat the pt, the needle totally disengaged from the syringe and collagen "exploded" out of the the syringe. Neither practitioner nor pt were contacted by either needle or collagen. This event is being reported due to the possibility of injury should it recur.